Event description:
A malfunction alarm was reported, identified by malfunction code 0. The customer's blood glucose level was measured at 20 mmol/l, which is within the normal range. Technical support provided information on resetting the pump and assisted the customer with the reset process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappeared.